Manufacturer narrative:
H.10: this is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This will cause damages to the cooling compressor. Corrective action is already in place for this issue. The erosion kit upgrade was performed on the device and includes the new design of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than one year after the upgrade, but most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A complaints database review revealed no other similar previous complaint submitted by this hospital. According to follow up with customer, the fuse of the hc has not tripped, the fault current is triggered by a defective compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the current monitoring of the op area indicated a earth fault during priming. There was no patient involvement.